Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode and could not be interrogated. The device was programmed to high outputs.